Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at a u.s. Distributor in accordance with recommendations from zoll manufacturing corporation. The reported problem (adjust belt messages, arrhythmia alarms) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll and reported that monitor sn (B)(4) caused a patient to experience "adjust belt" messages and arrhythmia alarms.